Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms over several months leading up to the call. Blood glucose level at the time of the incident was not provided. Troubleshooting could not be performed as this was a past event. No products were sent out or returned.